Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced persistent scan error messages when attempting to read a freestyle libre 3 plus sensor, despite app restart, app reinstall, and sensor replacement on a compatible phone, indicating intermittent communication failure associated with the antenna or electrical/magnetic components. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure, with involvement of the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.